Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks while swimming in a pool. The episode showed electromagnetic interference noise. The pool was indicated to have a light that was not working properly. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.